Event description:
Caller reported a malfunction on pump identified by malfunction code malf 16. There was no adverse impact to customer¿s blood glucose level. Initially, cts was unable to assist with pump reset due to caller¿s departure, but later provided reset instructions. After reset, the malfunction code recurred. Consequently, cts arranged to replace pump and guided caller on necessary steps, including using an alternate insulin delivery method and completing training before using replacement pump. Caller acknowledged and understood all instructions, and cts dispatched the replacement pump with appropriate instructions for returning the faulty one.